Event description:
It was reported that during reprocessing the da vinci si monopolar curved scissors (mcs) instrument could not be cleaned. It was not possible to inject cleansing agent in canal 1. The instrument was rinsed with aquadest. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument could not be cleaned. The instrument could not be flushed in-house. After removing the housing, the flush tube was found kinked. The evidence was inconclusive, but the damage was likely due to mishandling. Additional damages found were deep scratches and crack on main tube. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling. The instrument passed electrical continuity testing. Additional observation that was not reported by the customer were micro-cracks found at the distal end of the tube. The micro-cracks run in the axial direction. These types of micro-cracks will not lead to mechanical failure of the instrument, however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of these is confined to 2cm of the distal end of the instrument shaft. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.